Event description:
An aneurx bifurcated stent graft of unk size was implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unk. It was reported that the physician might have used a "new" 16 french cook sheath for insertion of a 16mm diameter x 11.5cm length aneurx iliac stent graft. It was reported that the outer sheath broke right before the hub. The physician removed the device and the sheath from the pt without difficulty. A different sheath was used and a 15mm diameter x 11.5cm length iliac stent graft was inserted and deployed. It was reported that the pt is fine. No additional info is available.